Event description:
It was reported that after replacement of calibration tube bd bactec¿ mgit¿ 960 system false negative results have occurred. Confirmation via culture. The following information was provided by the initial reporter: a few false negatives have occurred since the calibration tube was replaced what erroneous result is the customer alleging - false negative or false positive? False negative what confirmatory testing (gram staining, manual sub-culture, molecular testing, etc.) Was performed that determined the results were erroneous?   Manual sub-culture,

Manufacturer narrative:
H.6 investigation summary: the customer reported experiencing a few false negatives after replacement of the calibration tube. No patient impact was reported. Phone support indicated that the cause was possibly an operation error but were told there was no problem with the replacement procedure. An fse went on site and indicated that there were no errors indicated from the instrument log. The root cause cannot be determined as there was no malfunction of the instrument and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after replacement of calibration tube bd bactec¿ mgit¿ 960 system false negative results have occurred. Confirmation via culture. The following information was provided by the initial reporter: a few false negatives have occurred since the calibration tube was replaced what erroneous result is the customer alleging - false negative or false positive? False negative. What confirmatory testing (gram staining, manual sub-culture, molecular testing, etc.) Was performed that determined the results were erroneous?  Manual sub-culture.